Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (380 mg/dl). Customer treated elevated level by administering a correction via manual injection. System check was performed with tandem technical support and no issues were noted. Recommendation was made to consult with health care provider for possible causes.